Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned rt105 adult breathing circuit was visually examined. Results: a 5mm long cut was found in the inspiratory limb. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the damage was sustained post production, most likely as a result of mishandling of the circuit. This most likely occurred during opening of the packaging bag with a sharp implement, such as a knife. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that a leak from the inspiratory limb of an rt105 adult breathing circuit was detected during the ventilator leak test. This occurred before use on a pt.